Manufacturer narrative:
A damage was found with the unexposed section of the soft cannula. The fluid path was inspected and signs of leakage were observed. The time and cause of this damage could not be determined. It could not be conclusively determined if the observed damage caused the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 320 mg/dl. The pod was worn between 1 and 4 hours on the abdomen. Hyperglycemia treated with a new pod.